Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) battery dropped from 4.5 years to elective replacement indicator (eri) in a span of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed there was no suspicious faults or resets, but the power consumption was extremely high. Based on the large increase in power with no clear reason, this appears to be a malfunction. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) battery dropped from 4.5 years to elective replacement indicator (eri) in a span of 3 months. A request was made to have data from this device analyzed. Data analysis confirmed there was no suspicious faults or resets, but the power consumption was extremely high. Based on the large increase in power with no clear reason, this appears to be a malfunction. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted and replaced. No additional adverse patient effects were reported.